Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Review of the device log did not show any evidence of the customer's complaint. It is important to note; the ECG cable and electrode pads used during this event were not returned for evaluation. The ECG connector was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.